Event description:
New information notes that the patient was doing fine post procedure.

Event description:
It was reported that the left ventricular lead dislodged. The lead was successfully repositioned. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).